Event description:
Pain in pelvic area, heavy bleeding and clotting, pain while having sex, headaches, bloating, swelling, weight gain, moodiness, aches and pains in chest, legs and arms. Gallbladder issues causing removal of my gallbladder. (B)(4).